Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
No blood glucose levels reported. The customer reported that the insulin pump alarmed no delivery several times. The customer also reported having to change the battery of the insulin pump frequently. No additional information was provided.